Event description:
The customer initally called in about low blood glucose and control test results. No adverse events were alleged. The complaint did not originally meet the criteria for reporting. The meter was returned to qa and it was found to be reading in mmol/l.

Manufacturer narrative:
Performance of the meter was satisfactory, but the meter was found to be set in mmol/l.